Event description:
It was reported that during a surgical procedure at the user facility the device leaked causing material loss. The procedure was completed successfully without delay; no adverse consequences were reported.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
Evaluation in progress.

Event description:
It was reported that during a surgical procedure at the user facility, the device leaked causing material loss. The procedure was completed successfully without delay; no adverse consequences were reported.